Event description:
Reportedly, on (B)(6) 2013, the ventricular lead impedance curve automatically recorded over the follow-up period showed an elevation to 1400 ohms, lasting several days before returning to normal values.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. Analysis is pending.